Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a folfusor sv (small volume) burst during filling causing fluid to spill out. This event was further described as ¿the operator held the folfusor upright while filling and at around 70ml the bladder burst, causing the folfusor to ¿explode¿ ¿ the hard plastic that closed the top opening of the folfusor popped off¿. The device was being filled with fluorouracil with a baxa repeater pump on a medium speed. There was no patient involvement, no injury, and/or medical intervention associated with this event. No additional information is available..

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 4, 2019 - october 7, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed a ruptured bladder. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.